Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the blade worked for five minutes. The blade stopped working. Handpiece tested with test tip. New blade opened to resolve issue. There was no patient consequence.